Event description:
It was reported that during insertion in the femoral artery, the intra-aortic balloon (iab) could not be advanced through the super arrow-flex (saf) sheath. As a result, a second set was opened and used. They did remove the iab and sheath for the second attempt leaving the spring wire guide (swg) intact and did not switch insertion sites. Reference MDR #1219856-2010-00530 for second event involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.